Event description:
The company received a report that the bronchial portion of the tube appears to be stiff. The customer reported that the pt suffered airway injuries despite smooth placement of the tube. The info suggest that extubation and recannulation of a replacement was required. The reporter made the following statement during the initial report: "we recognize that our pts (in a major academic referral center) are "sicker" with greater potential for airway pathology." Follow up efforts on (B)(6) per phone conversation with reporter and covidien chief medical office provided that there has been no changes in the process or materials to the device. The reporter also discussed the pt's co-morbidities, which may have resulted in the report.

Manufacturer narrative:
Multiple attempts have been made to obtain additional info regarding the events surrounding this report. If new info becomes available, it will be provided in a supplemental report.